Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: intermittent flickering images. Based on the results of the investigation, it is most likely that the probable cause can be traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited intermittent flickering images. There were no reports of patient involvement.